Event description:
Caller reported blood glucose results of 77 mg/dl and 220 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The pt was revised because of dislocation. The poly had some wear.